Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient was at work when he started sweating. The cgm was displaying 260 mg/dl so he took insulin. Afterwards, it was reported that he became extremely low and had a seizure. Someone called an ambulance and the patient was transported to the emergency department. When they compared the cgm and bg value at the ER, there was a 50 point difference. The patient was treated with tylenol, dextrose, sodium chloride and glucagon. They were admitted for one day. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.